Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was as high as 412 mg/dl. The bg level was addressed with a bolus via the pump. The contact changed the supplies to address the reported issue.